Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a leak. It was indicated that the cuff was broken. There was no patient injury.